Manufacturer narrative:
(B)(4). Retainer ring = black, on (B)(6) 2021 customer alleged pump has cosmetic damage (damaged battery compartment). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: battery tube threads - cracked, cracked retainer, and cracked case (battery tube). In summary, customer allegation for cosmetic damage(damaged battery compartment) was confirmed during visual inspection where cracked case on battery tube was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in case of battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.